Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block (chb) started prior to the permanent pacemaker implant.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was deployed two times. On the second deployment at a depth of 3 mm on the non-coronary cusp and 6mm on the left coronary cusp, commissural alignment was obtained. The patient developed left bundle branch block and trace paravalvular leak with a gradient of 5 mm hg was noted. Seven days later, the patient was in complete heart block. Additional information was received to clarify upon initial deployment, the implant depth of the valve was too deep; therefore, the delivery catheter system was used to recapture the valve. There was "discussion" regarding implant of a permanent pacemaker, but it is unknown if implant of a pacemaker was occurred.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was deployed two times. On the second deployment at a depth of 3 mm on the non-coronary cusp and 6mm on the left coronary cusp, commissural alignment was obtained. The patient developed left bundle branch block and trace paravalvular leak with a gradient of 5 mm hg was noted. Seven days later, the patient was in complete heart block (chb). Additional information was received to clarify upon initial deployment, the implant depth of the valve was too deep; therefore, the delivery catheter system was used to recapture the valve. There was "discussion" regarding implant of a permanent pacemaker, but it is unknown if implant of a pacemaker occurred. Additional information was received to confirm a permanent pacemaker was implanted.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012421132); product type: 0195-heart valves; date product ID d-evolutfx-2329, (lot: 0012421126); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was deployed two times. On the second deployment at a depth of 3 mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc), commissural alignment was obtained. The patient developed left bundle branch block (lbbb) and trace paravalvular leak (pvl) with a gradient of 5 mmhg was noted. Seven days later, the patient was in complete heart block (chb).